Manufacturer narrative:
The investigation determined that the vitros 250 system was operating as expected and that the biased results were most likely due to user error as a result of pre-analytical sample mixup.

Event description:
The customer obtained biased glu qc results on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.